Event description:
Incident reported as: edges of the retractor are very sharp and patient injury was reported. No further information available.

Manufacturer narrative:
Sample returned but investigation is ongoing and is not available at the time of this report. A follow up report will follow when available.